Event description:
A doctor of ophthalmology reported a break in a posterior capsule during an intraocular lens (iol) implant procedure. It appeared that the injection of the iol broke the capsule; however, visualization was poor due to corneal opacification (dystrophy). The iol was then removed and replaced with another lens during the initial procedure; however, there was not enough support for this lens and it was also removed. Additional information has been requested.

Manufacturer narrative:
Additional information provided: evaluation summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot.

Event description:
Additional information was received indicating that the surgeon had performed an endothelial transplant prior to implanting the intraocular lens. The patient is recovering well.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Initial reporter. Zip code is not indicated at this time. (B)(4).